Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the closure device was deployed a filamentous, mobile thrombus was observed attached to the threaded insert. The closure device was released, and the thrombus was successfully aspirated. During recovery, the patient was administered intravenous heparin and was instructed to resume oral anticoagulants. The patient fully recovered.